Event description:
It was reported that during an excision of a right suprasellar meningioma that was wrapped around the patient's optic nerve, the sonopet tip became hot and charred. After the tip was changed, the same issue occurred with the second tip. The surgeon reported that the irrigation was working, but appeared intermittent. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. After the tip was changed, the same issue occurred with the second tip. The procedure was completed successfully.

Manufacturer narrative:
The user facility has elected not to return the devices to the manufacturing facility; however, after onsite service evaluation at the user facility, the reported event of the system heating up was not duplicated and no failures were confirmed lack of irrigation to the tip may cause or contribute to heat at the tip, but this was unable to be duplicated or confirmed as the root cause. The customer opted not to return the devices and stated that they are happy with the devices and have placed them back in circulation.